Manufacturer narrative:
Through follow-ups, the director of quality management at the facility indicated that they could not locate information on this incident. If new information is received at a later date, this complaint will be re-opened and update accordingly.

Event description:
Customer reported that the unit has an error code message of air valve liftoff failure. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.